Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Event description:
The customer reported loudspeaker fault. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. The customer requested a parts order only. The device will not be returned for evaluation and no on-site engineer is requested; the customer will repair the device. Based on the information available, the cause of the reported problem was unable to be confirmed. A speaker assembly was ordered and shipped to the customer.

Manufacturer narrative:
H3 other text : see b5.